Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind and self test or verify audio/vibrate anomalies and low reservoir warning due to motor error alarms. Insulin pump received with cracked battery tube thread and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had not get low battery alert and also rewind was slower. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had low reservoir warnings and normal wear and tear. The device will not be returned for analysis.